Manufacturer narrative:
H10: the device was received for evaluation, however just a section of the set was returned. A visual inspection with the naked eye was performed and did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water test was performed and no defects or leaks were observed. The set with primed with sterile water and no abnormalities was observed. Since just a section of the set was evaluated the reported condition could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "valve" (clearlink) of a clearlink system continu-flo solution set leaked. The issue occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.